Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrovideoscope exhibited gap on distal end. And gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e2, e3 and h6 (component code, 3123-tip is not applicable). Additional information added to field h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed that the there was a gap between the acoustic lens and the ultrasound probe, likely due to wear and tear damage with customer mishandling and with increasing use/time. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope exhibited a gap between acoustic lens and ultrasound probe